Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 1322 mg/dl. It was stated that the customer was treated with insulin drip. It was stated that the device alarmed no delivery and low battery. Advised mother to insert a new battery. It was stated that last blood glucose reading at the hospital was 222 mg/dl. Troubleshooting was performed. The bolus history revealed missing information for several days. It was stated that the customer has not been eating or taking a bolus over the last few days. It was stated that the insulin pump requested to be rewind while attempting to access to daily totals. Advised the customer to discontinue use of the device and revert to back up plan. No further information was provided.